Manufacturer narrative:
A supplemental report will be submitted upon complaint of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported when he had finished treatment and removed the cassette there was fluid leaking. There was fluid on the back of the cassette. The pt was advised to discontinue using the cycler and to contact his pd nurse. The set was discarded. During follow up, the pt's pd nurse reported the pt's effluent was clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.